Manufacturer narrative:
The customer indicated that the device is not available for evaluation. If additional information becomes available, a supplemental report will be submitted.

Event description:
The event involved a pump that alarmed for distal occlusion on patient ECMO 3132. The device was infusing levophed at 30 into a central line and no kinks were noted. The systolic blood pressure decreased to the 30's and resulted in a code blue. There were no prior alarms on night shift for distal occlusion restart. No further information has been provided.

Manufacturer narrative:
H10: the device was not returned for investigation. Without the return of the device a probable cause is unable to be determined. A review of the device 12 month history, no similar events were found. Additional information found in sections g1 and h6.